Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed a skin reaction. Prior to sensor insertion the area was cleansed with alcohol and skin-tac barrier was applied to the area which helped to minimize the reaction. The patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, pustules, and a scar under the sensor patch. A healthcare personnel (hcp) was consulted and the patient was prescribed unspecified oral medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).